Manufacturer narrative:
As reported in a research article, one-stage off-pump transapical repair of ventricular pseudoaneurysm with coils and mitral paravalvular leak closure with plugs. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incomplete cooptation could not be conclusively determined. However, there is a possibility of patient comorabidities can create a pathological environment that promotes these changes over time. Other reported patient concequences were cascade events of reported patient-device incompatibility, device stenosis and incomplete cooptation. However, this cannot be confirmed. The reported surgical intervention was under case specific circumstence as devic was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.d4: the UDI number is not known as the part and lot number were not provided.literature attachment: one-stage off-pump transapical repair of ventricular pseudoaneurysm with coils and mitral paravalvular leak closure with plugs

Event description:
N/a.

Event description:
The article, "one-stage off-pump transapical repair of ventricular pseudoaneurysm with coils and mitral paravalvular leak closure with plugs", was reviewed. The article presented a case study of a 74-year-old male with a medical history of hypertension, type 2 diabetes, and dyslipidemia. It was reported that on an unknown date in may 2022, a 27mm epic mitral valve was chosen for mitral valve replacement procedure. Post-procedure in september 2022, the patient developed fever and dyspnea. Echocardiography showed a vegetation occluding the mitral valve with a mean transvalvular gradient of 30mmhg. Blood cultures where also positive for s. Gallolyticus. A decision was made to perform redo-mitral valve replacement. In november 2022, the 27mm epic mitral valve was surgically explanted and replaced with a 27mm mosaic valve. The patient also underwent concomitant aortic valve replacement and left atrial appendage closure. [The primary and corresponding author was antonio piperata, polo cardio-toraco-vascolare, policlinico s. Orsola-malpighi, via massarenti 9, 40138, bologna, italy, with corresponding e-mail: antonio.piperata@aosp.bo.it].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. One-stage off-pump transapical repair of ventricular pseudoaneurysm with coils and mitral paravalvular leak closure with plugs.